Event description:
A malfunction alarm occurred, displaying malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer was instructed to switch to multiple daily injections (mdi) as a backup therapy. The customer was guided on how to put the pump into storage mode and was advised to return the faulty pump within 10 days using a prepaid label, which they acknowledged and understood.